Event description:
This lead was implanted in (B)(6) 2004 and had a revision on (B)(6) 2020 1 due to high pacing impedance. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).